Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for evaluation and investigation. Based on the information provided by the reporter, the physician believed that the patient was having a friend extract their medication from their pump, resulting in this issue. There was no alleged pump malfunction. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Director of sales training reported a pain management physician who requested a pump be turned off for a patient who had been admitted to the hospital. Technical solutions engineer met the attending physician and set the pump to 0mcg/day and disabled the patient's therapy controller. Per follow-up, it was reported that the patient had been admitted to the hospital after experiencing a fall. The patient had also reportedly experienced confusion earlier this year and was unaware of their location. Clinical specialist reported that the physician aspirated green spinal fluid from the cap and confirmed that there was no infection at pump or catheter site. The physician aspirated from the reservoir expecting 19.1mls and aspirated 0mls. The physician is alleging that the patient had a friend remove the medication from the pump. There is no allegation of pump malfunction at this time. Pump was explanted.